Event description:
My implants are killing me. So my doctors have come back to tell me after multiple tests have been run over a period of five years¿ that ultimately there is nothing wrong with me. I have since heard about breast implant illness and began my research. I am getting prepared to have them taken out. But I am extremely disappointed and FDA is lack of research on the amount of chemicals and toxins in these bags that you allowed us to put in our chest all while saying they are safe. Since I have learned that they are making hundreds of women across america canada and australia, all over this world sick. I have mentioned it to a couple different doctors who laughed in my face and told me it wasn't a possibility. I was (B)(6) when I got them and now I'm a (B)(6) year old who can't hold a job because I get so insanely sick I can barely move. I can barely be a mom to my kids I can barely be a wife to my husband and never want to do anything I¿m always sick. Don¿t let this keep happening to other women does. The amount of money really matter compared to all of our lives? My arms and legs go numb every night when I lay in bed or if I¿m in a vehicle for too long. I get headaches that last for days. The extreme chronic nausea is debilitating. The list of my symptoms go on and on but as a (B)(6) year old who has crazy memory loss, I know what¿s causing it whether you guys come out and tell everyone that it is true or whether we individually go and get them taken out one by one. The women who have been affected by this will stand up and our voice will be heard whether y¿all help us or not. The suicides happened due to deep depression and doctors telling women that they had no idea what was wrong with them¿ whose hands is that on?